Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of extension tube breaking the extension set could not be verified due to the product not being returned for failure investigation. Our extension sets that the customer reports using are disposable products and not designed to be used every day for extended periods of time. If the sample is failing immediately or after one use, then we can investigate further. However, we do not recommend using disposable sets for long periods. A device history record review could not be performed because a model or lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause of this failure could not be identified without a failure investigation. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that unspecified bd¿ tubing was damaged. The following information was provided by the initial reporter: male patient that has been on duodopa for appr. 6 years. Relative of the patient calls and informs ads that the patient uses duodopa continuously. He has an extension tube between the pump and the peg-tube, so that the patient can have the pump next to his bed when he sleeps and still receive the medicine. The problem is that the extension tube often breaks off close to the peg-tube. Usually the relative tapes it together. It can be months between this happening again, but it has happened a few times that the extension tube has broken. Ads informs the relative that an extension tube is not often use, but that it is understandable in this situation, and informs them that they can order a new one from the hospital.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of extension tube breaking the extension set could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that unspecified bd¿ tubing was damaged. The following information was provided by the initial reporter: male patient that has been on duodopa for appr. 6 years. Relative of the patient calls and informs ads that the patient uses duodopa continuously. He has an extension tube between the pump and the peg-tube, so that the patient can have the pump next to his bed when he sleeps and still receive the medicine. The problem is that the extension tube often breaks off close to the peg-tube. Usually the relative tapes it together. It can be months between this happening again, but it has happened a few times that the extension tube has broken. Ads informs the relative that an extension tube is not often use, but that it is understandable in this situation, and informs them that they can order a new one from the hospital.